Event description:
Literature was reviewed regarding a comparison of transapical (tap) and transaxillary (tax) access during transcatheter aortic valve implantation (tavi). A total of 76 tavi cases were selected in which tap (n = 26) or tax (n = 50) access was used. In the tax group, medtronic evolut r (n = 47), non-medtronic sapien 3 (n = 2), and non-medtronic portico (n = 1) valves were implanted, while sapien 3 valves were exclusively implanted in the tap group. The following adverse outcomes occurred in the tax group: myocardial infarction; acute kidney injury; stroke (non-disabling or disabling); bleeding; conduction disturbances (higher-grade atrioventricular block, left or right bundle branch block, atrial fibrillation); need for permanent pacemaker implantation; coronary obstruction or angiography; paravalvular leak (mild to moderate); access site pleural effusion; endocarditis; bacteremia; cardiac decompensation; need for resuscitation; and rehospitalization. Additionally, the tax group had a total of three deaths within three years of tavi. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: enveo r delivery system, product ID: enveor-l, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: schrader h, wiedenhofer jm, berlinghof s, et al. Transapical vs. Transaxillary access in transcatheter aortic valve implantation: comparative mortality and long-term outcomes using inverse probability of treatment weighting analysis. J clin med. 2025;14(7):2235. Published 2025 mar 25. Doi:10.3390/jcm14072235 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.